Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer row board 2.1 was not detected on the bus. A field service engineer (fse) shut down the device and replaced the row board, then rebooted the system. The drawer was verified to be operational using the diagnostics tool, and the customer was able to open and inventory the drawer without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device did had drawer failure, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.